Event description:
The report is from the study. The pt was a male, with a history of hyperlipidemia, clinical copd, smoking, diabetes, and hypertension. The target lesion was the ostium of and proximal left internal carotid artery. Pre-procedure stenosis was 95%. Lesion length was 22mm and diameter was 3.5mm. The lesion was severely calcified and moderately tortuous. The lesion was pre-dilated. The physician was unable to track the angioguard to the lesion. An ev3 was used instead. A precise pro rx 8 x 30 was deployed at the target lesion. There was no neurological deficit when the pt left the procedure room. Post-procedure stenosis was 40%. Addendum event date: 2009: approx a month post-procedure, the pt had a sudden onset stroke. The only neurological symptom was a headache. The pt had a small intracranial hemorrhage in the left basal ganglia. Symptoms resolved in less than 24 hours.

Event description:
(B) (4). It was reported that during a nephrostomy procedure using a flexima drainage catheter, the catheter violated the pleural cavity. In (B) (6) 2010, the patient underwent a cat scan-guided bilateral nephrostomy procedure. Dilatation of the tract was performed and 10 french pigtail bilateral nephrostomy tubes were placed. Six days later the patient was taken to interventional radiology for evaluation of the right nephrostomy tube due to poor drainage. Upon fluoroscopy and injection of contrast, interventional radiology noted a filling of the peritoneal cavity and mediastinal soft tissue requiring removal of the catheter. The right-sided catheter was replaced with an unspecified 8 french catheter. Review of the cat scan images showed the initial catheter had violated the pleural space. Per the site, "the feel was that the catheter was placed improperly". It was reported that there was no harm to the patient, who tolerated the procedure well and was transferred back to the oncology unit. The patient was discharged 9 days later.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the gauge on the inflation device read inaccurately. The target lesion was located in the mid left anterior descending (lad) artery. The advantage 26 inflation device was connected to an unspecified device and it was noted that the gauge did not go up when inflation was performed. The procedure was completed with another of the same device. No patient complications occurred and the patient's current condition is listed as "good".

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
The following additional information was received, via adjudication notes, on march 25, 2010. It was noted that the patient's headache migrated from the frontal region to the vertex and then posteriorly. The headache remained on the left side. The patient reported that he took an aspirin and an ibuprofren that did not alleviate the pain. Upon arrival at the hospital, the patient reported that he normally did not have many headaches. He had about one per month and it resolved within a half hour without any medications. The patient's blood pressure, in the emergency room, was 206/66 mmhg. The patient noticed that his left eye was "watery" and that it was perhaps red. His headache continued and the blood pressure remained in the 160s-170s/60s-70s mmhg. A head CT was performed which showed no acute bleed. His blood pressure was treated with 10 mg of hydralazine IV and his headache improved. He was subsequently transferred to the site hospital. The patient had some photophobia. A neurological examination was unremarkable except for the following findings: there was some lacrimation in the left eye with no conjunctiva injection noted. It was the impression of the neurologist that the patient had a hypertensive headache and not likely a reperfusion headache. It was further noted that there was a possibility of a hemicrania continua given the lacrimation and conjunctival injection. The patient had a brain MRI and a brain mra performed. The results of the studies were as follows: there was a hyperacute appearing intraparenchymal hemorrhage in the posterior limb of the left internal capsule and left basal ganglia. There was a small amount of hyperacute subarachnoid hemorrhage in the left parietal convexity and mild small vessel ischemic disease. The discharge summary noted that the outside hospital later reported that a CT over read indicated that the patient had actually experienced an intracranial hemorrhage in his left basal ganglia. Bilateral carotid ultrasounds were also performed. The results of the studies were as follows: there was residual stenosis of the left proximal ica > 70% stenosis. This was increased compared to the previous study and was possibly related to technical differences. There was a 60% stenosis distal to the stent by systolic velocity. There was right ica of < 50% stenosis by systolic velocity criteria. This was previously > 70% stenosis. The patient continued to be hypertensive during the first day of his hospitalization with systolic blood pressure periodically > 160 mmhg. Amlodipine was initiated with adjustments made to the other antihypertensive medications. The blood pressure improved. The discharge summary listed an intracranial hemorrhage as the discharge diagnosis. It was also reported that approximately six months post index procedure, the patient had to have a "repeat carotid revascularization". The lesion treated was in the left internal carotid artery; there was in-stent restenosis. The revascularization was successful. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The cc has been updated to reflect additional information. Approximately six months post index procedure the patient had to have a repeat carotid revascularization to treat a stenosis that was found was inside of the previously placed stent in the left internal carotid artery. The revascularization was reported as successful. This (B) (4) study patient underwent carotid artery stent implantation and approximately four weeks post index procedure suffered a hemorrhagic stroke. This is a (B) (6) male with medical history including hyperlipidemia, clinical copd, smoking, diabetes, and hypertension. The target lesion was the ostium of and proximal left internal carotid artery described as severely calcified and moderately tortuous with 95% stenosis. An angioguard failed to track to the target lesion and a non-study embolic protection device was used for the procedure, ev3. The target lesion was pre-dilated with report of dissection. A precise pro rx 8 x 30 was deployed at the target lesion. Post-procedure stenosis was 40%. There was no neurological deficit when the patient left the procedure room. The patient was discharged on an asa and plavix medication regimen. Approximately four weeks post-procedure, the patient had a sudden onset stroke with the symptom of headache. The patient was diagnosed with a small intracranial hemorrhage in the left basal ganglia. The symptoms completely resolved in less than 24 hours. The stent remains implanted thus unavailable for analysis. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. In-stent restenosis is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14100039 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14100039. Hemorrhagic stroke, usually associated with cerebral hyperperfusion post carotid intervention, is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event.